Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the lead was severed due to induced damage during the procedure. Dried body tissue entwined throughout the helix, however it was noted there was nothing visually wrong with the lead that could have caused a dislodgment. No further testing was performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial lead, placement difficulty was noted, along with a lead dislodgement during pocket closure. The lead was repositioned and implanted. However, one day after the implant, the lead was noted to be dislodged once again. An additional revision procedure was therefore performed to explant and replace the lead. No additional adverse patient effects were reported.